Event description:
Initial reporter indicated that their patient was seen in their clinic and had on a systems test dcdc 7 limit high eri no and normal mode test dcdc 7 limit high eri no. It was additionally reported the patient had drop attack seizures and had been having more drop attacks recently. Last date diagnostics were taken was (B) (6) 2005. Normal mode ok/ok/dcdc 0, systems test ok/ok/dcdc 3. The patient's x-rays were not sent to the manufacturer but the site reported that they reviewed x-rays and there was an obvious break and lead coiled up. The treating physician believed the cause of the patient's lead break was related to a very bad fall related to drop attacks. The patient had their lead replaced but it was not returned to the manufacturer for analysis. As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.